Manufacturer narrative:
A sample was expected but not returned for this investigation. The customer's complaint history revealed there were no other reported events for this issue. There are no additional reports against this finished goods lot. The product was built per specifications. A root cause is unknown. (B)(4).

Event description:
A customer reported receiving a system message during a vitrectomy procedure and noticed the fluid was not draining into the bag. Another system was used to complete the surgery. The pt was not harmed or injured. Add'l info has been requested.